Event description:
It was reported that patient with this artificial urinary sphincter (aus) experienced pain due pump extrusion from the patient's scrotum. A revision surgery was performed to explant the device. No additional patient complications nor device issues were reported.